Event description:
It was reported that the device was ordered to infuse at 6.8ml/hr with a volume to be infused (vtbi) of 100ml however it "infused in much less time". Through due diligence, additional information was provided. Regular insulin (100 units/100ml) was programmed to infuse at 6.8ml/hr via interoperability and guardrails. It was reported, however, that the insulin infused in fifty-two (52) minutes. Normal saline bolus was also infusing at the same time. The patient experienced a drop in blood glucose from 576mg/dl to 198mg/dl. The patient was given 25g of dextrose 50 IV push and was transferred to the ICU. The patient was later discharged to home the next day.

Manufacturer narrative:
Omit: b17, device not returned, c20, no findings available, d15, cause not established. Additional information: device available for evaluation? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary, the reported issue of over infusion of insulin could not be confirmed from a review of the device logs or could be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The pcu event, error, and battery logs were retrieved from the suspect device using alaris system maintenance (asm) software to evaluate programming and event details related to the incident. Analysis confirmed the facility¿s report: the concomitant pcu was programmed on (B)(6) at 2:51 am. The suspect pump module was remotely programmed to infuse drug ID (B)(6), confirmed via keypress replication to be insulin. The infusion rate was 6.8 ml/hr with a volume to be infused (vtbi) of 100 ml, consistent with the report. No errors or discrepancies related to the reported event were found in the error logs of either the suspect or the concomitant device. A short time later, the suspect device began infusing and continued for approximately 40 minutes until the pump module was channeled off and the pcu powered down by the clinician. Total volume infused was recorded as 5.431 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Root cause, the root cause of the report of an over infusion of insulin could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received, and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was ordered to infuse at 6.8ml/hr with a volume to be infused (vtbi) of 100ml however it "infused in much less time". Through due diligence, additional information was provided. Regular insulin (100 units/100ml) was programmed to infuse at 6.8ml/hr via interoperability and guardrails. It was reported, however, that the insulin infused in fifty-two (52) minutes. Normal saline bolus was also infusing at the same time. The patient experienced a drop in blood glucose from 576mg/dl to 198mg/dl. The patient was given 25g of dextrose 50 IV push and was transferred to the ICU. The patient was later discharged to home the next day.